Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 480 units of insulin, and at the time of the reported event, the insulin gauge displayed 36 units. The customer reloaded the cartridge and received a minimum fill message. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.